Manufacturer narrative:
(B) (6). Death not attributed as outcome of adverse event. (B) (4). This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU emphasizes that: "vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. The failure mode assigned to this case is "not a reject-no defect". This failure mode was determined based on the provided event description and the physician's comment: "the problem was his distal occlusive disease. Well documented pre-existing coronary artery disease - previous bypass etc." In this case, the product functioned as intended; however, preexisting conditions prevented the pt from being able to tolerate evar. We will continue to monitor for similar complaints.

Event description:
A male pt with several comorbidities which excluded him from being an open candidate, underwent an endovascular aortic aneurysm repair (infrarenal aortic aneurysm repair and right common iliac aneurysm repair with coil occlusion of left internal iliac artery) on (B) (6) 2010, as planned with a good angiographic result. The following day, (B) (6) 2010, the pt displayed lack of flow to both right and left legs. Clot was removed from both external iliacs with another manufacturer's catheter to restore flow to the legs. Angiogram was repeated which displayed no endoleak to the grafts and all arteries were patent, including the right internal iliac that was preserved with iliac branched graft (ibg). Two weeks from the procedure, (B) (6) 2010, the pt died due to post operative complications. Myocardial infarction (mi). It is unclear whether the incident was related to the evar procedure that was performed. Additional info was received on 03/16/2010: the problem was the pt's distal occlusive disease. Well documented pre-existing coronary artery disease - previous bypass, etc.